Event description:
It was reported that the device failed without warning. It was reported to be a bad situation for the patient.

Manufacturer narrative:
The power supply was exchanged and was sent for detailed investigation.